Event description:
It was reported that the coil apb-3.5-10-3d-es was blocked and stuck in the hub of a microcatheter, with additional report of the coil getting stretched. The device and any accessory devices were prepared as indicated in the instructions for use. No friction or difficulty was reported during testing or delivery, and continuous flush was not administered during the procedure. No patient complications have been reported as a result of this event. Additional information received reported the coil came out of the introducer sheath smoothly. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU). There was no damage observed to the catheter or coil after removal.

Manufacturer narrative:
This event is reported at this time based on analysis findings which indicated a reportable event. H3. Product analysis: equipment used: vis m-81805, 203cm ruler m-83360 as found condition (condition of returned device): the axium prime device was returned for analysis within a shipping box, inside of a sealed plastic biohazard pouch, and within an opened axium prime inner pouch. No microcatheter was returned. Damage location details: no introducer sheath was returned with the axium prime device. No bends or breaks found at the actuator interface or the break indicator. The pushwire was found to be bent at ~23.2cm and kinked at ~153.4cm from the proximal end. The axium prime implant coil was returned broken off, an found to be stretched and damaged. The coin was found to be against the lumen stop. The shield coil was returned in good condition. No other anomalies were observed. Testing/analysis (including sem reports): no resistance testing was performed due to the damaged condition of the axium prime device. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in cath. Hub¿ was unable to be confirmed; however, the event could not be ruled out. The report notes that ¿no friction or difficulty was reported during testing or delivery¿, which was unable to be verified, as the damaged found is consistent with advancement against resistance. Bend and kinks found with the pushwire are an indication of resistance. A possible cause of ¿coil resistance /stuck in catheter hub¿ could have been caused by an incompatible catheter. No information regarding the microcatheter was provided (lot or ref #); therefore, compatibility was unable to be determined. Any contribution the microcatheter had towards resistance at the catheter hub was unable to be assessed. A few possible causes for ¿coil resistance/stuck in cath. Hub¿ are but not limited to, the user advances coil against resistance, damage to coil due to excessive tightening of rhv, sheath not properly seated in hub, and catheter hub transition; however, the root cause for the ¿stuck in cath. Hub¿ was unable to be determined. Based on the device analysis and the reported information, the customer¿s report of ¿coil stretched¿ was able to be confirmed. A possible cause of ¿coil stretching¿ could have been caused while ¿the user advances the coil against resistance¿. The device and any accessory devices were prepared as indicated in the instructions for use. A continuous saline flush administered and maintained as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.